Event description:
It was reported that suture placement with a proglide device was attempted in a common femoral artery using the preclose technique prior to a carotid stenting interventional procedure. The arteriotomy was 6f sheath. Reportedly, the link was not attached to the needles. A second, third and fourth proglide device were used with the same results. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported link was not attached to the needles was confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other three proglide devices referenced are filed under separate medwatch MFR reference numbers.